Event description:
Baxter reported "when they are using the product, they observed filter broken." The reported issue was noted during use of the psn 120 dialyzer. No further information is available at this time.